Event description:
It was reported that the patient's external unit began to spark when trying to connect. The patient was not harmed by the sparks. Reportedly, the cause of the problem was determined to be frayed power cords. The issue was resolved by replacing the unit.